Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. To clarify "it failed to staple correctly": did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device deliver staples that were malformed (b-formed, malformed, goal post/legs straight)? Or, was the staple line interrupted; staples not present/visible on any portion of the staple line?

Event description:
It was reported that: ¿device it failed to staple correctly when used the first attempt. It was reloaded then when used it closed and locked but would not reopen to enable the tissue to be released. The consultant was called to attend theatre to try and release the cutter but it still would not release. Another ets-flex 45 articulating endoscopic linear cutter instrument had to be used to cut the tissue further up to enable a small part of the tissue and the initial linear cutter to be released and removed through the laparoscopic port from the patient. Isolated affected batch x 2 singles." There was no patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57x2x. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Although the clamping mechanism was found to be in good condition, it is possible that the broken pieces of the firing trigger jammed the clamping mechanism. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: please note - the customer has also given rep 2x ats45 unused devices as they were concerned about a batch issue so I will be returning 3 devices in total.